Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported events (driveline infection and user shock) could not be conclusively determined through this investigation. The controller event and periodic log files as well as the lvad event and periodic log files captured the device operating as intended. Additional information from the vad coordinator revealed that there were multiple positive cultures at the driveline exit site. The patient previously dealt with staph aureus driveline infection. The patient was given antibiotics to treat the driveline infection. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. The heartmate 3 lvas patient handbook instructs patients to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. The heartmate 3 lvas IFU warns that if the external system components have contact with water or moisture, the patient may receive an electric shock. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of the driveline "shocking him" and subsequently went to the emergency department on (B)(6) 2021 upon healthcare provider's recommendation. There seemed to be pain around the driveline exit site with movement and there was also a notable bulge above the driveline exit site with chronic drainage. The patient had a history of driveline infection and was on chronic suppressive doxycycline. Initial interrogation revealed no obvious alarms since the pain started on the date of the event. A rare saprophytic neisseria infection was also confirmed at the driveline site. The patient was treated with IV vancomycin and chronic suppressive doxycycline was continued.